Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) was being used when the camera positioning kept coming up to realign. It was reported that the camera was re-positioned trying to finish the posterior cut but had excessive movement. It was reported that the device was re-positioned 4-5 times and was still not aligned properly. The procedure was finished manually. It was reported that during the check it was found that the left sasi and saw adjustment had a quarter inch of play. It was reported that the handle of the sasi popped off very loose. The device was clamped down, but too loose. It was reported that once the arm settles it doesn't move so previous cuts were successful. It was reported that the system is an angle while trying to make the cuts it hangs up due to excessive movement. The main arm and array had movement in it. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.